Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the physician found a malfunction with the device: bad closure of the clips and staples delivered far away from the device. The physician observed arterial bleeding. They used another like device to finish the procedure with success. Surgery was prolonged. Clips will not hold after placing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.